Manufacturer narrative:
The sheath/dilator which is the subject of this complaint is a purchased component for navilyst medical. Although it was discarded by the hospital, our supplier, (B)(6) medical, is being made aware of this event via a supplier corrective action request (scar). Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported by the end user hospital, the nurse was placing a bedside PICC. When she started to break the sheath portion of the sheath/dilator, both tabs (handles) broke off before she was able to peel it. A new sheath dilator was obtained and the procedure continued without incident or patient complications. The used device was discarded at the hospital.